Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stuck at login screen. A technical support specialist verified that the field service technician replaced the hard drive, successfully restoring the system to operational status. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck at login screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.